Event description:
Per independent repair center statement, the alarm will not function due to a short circuit in the power switch.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.